Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A follow-up report will be filed once the investigation results are available. Note: the 'device manufacture date' is unknown.

Event description:
A customer reported receiving a high adc reading of 422 mg/dl as compared to a laboratory reference reading of 160 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.